Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 432 mg/dl which was treated with bolus. The customer stated that they experienced high blood glucose level as they had eye surgery. It was also reported that sensor was not in use so, the auto mode feature was inactive at the time of incident. The customer was on insulin pump system within 48 hours of the incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.